Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A healthcare professional reported that the system shut down and the screen turned black after surgery. There was no patient involvement. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The host was replaced as a preventive measure. The system was tested and found to meet product specifications. The system met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. The host was received for evaluation. No further evaluation was pursued as the module was replaced for preventive purposes. The root cause of the reported event cannot be determined conclusively.